Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A valid lot or serial number was not provided for the reader. Tripped trend reports were reviewed for libre reader and the review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor alarm failed to trigger with low glucose. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat, requiring glucose injection by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.